Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had reservoir lock on the top of the was completely broken off, battery compartment was missing pieces and was gone as well as that only the rubber seal was there. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump rejected rechargeable batteries on occasion. The quick set was leaked. The device will not be returned for analysis.